Event description:
A 3500a report stated, lead determined to be fractured. Patient taken to cardiac cath lab for lead extraction using laser assisted system. Patient had brief episode of hypotension, no evidence of pericardial effusion per echocardiogram, and well functioning left and right ventricles. Following another hypotensive episode, an emergent CT scan revealed right hemothorax with svc injury. Patient taken to the operating room where exploration revealed bleeding from an svc tear. The patient expired in the operating room. No autopsy. Physician summary reports death, due to svc tear due to pacemaker laser lead extraction, due to ischemic heart disease due to atrial fibrillation. Patient required the extraction due to lead fracture with probable oversensing, as determined by recent device interrogation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.